Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touch screen was sometimes unresponsive. During troubleshooting with tandem technical support, it was confirmed that the pump touch screen was responsive. The customer¿s blood glucose was 65 mg/dl. Customer would continue to use the pump for insulin therapy.